Event description:
A customer reported to beckman coulter, inc. (Bec) that the sample wash station on immage 800 immunochemistry system overflowed during daily set-up procedure. Approximately 1 ml of fluid overflowed and was contained within the instrument. No error codes were generated. The customer attempted to clear the wash drain/station with sodium peroxide, but the issue persisted. The customer was wearing a lab coat, gloves and eye protection at the time of the event. There was no report of injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control or risk management plan in place. No erroneous patient results were generated. Bec field service engineer (fse) advised the customer over the phone that the customer identified and cleared an occlusion in the wash station. The customer then cleaned the wash station with bleach.

Manufacturer narrative:
Obstruction in the sample wash station. (B)(4).